Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the right coronary artery (rca). The physician selected a 3.50x32mm promus element ¿ drug eluting stent to treat the lesion, however, the stent could not cross the lesion and the physician noted that the stent was bent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. There were no issues noted with the profile of the tip. A visual and microscopic examination found no issue with the profile of the stent. No issues were noted with the balloon profile. The balloon wings were tightly wrapped, evenly folded and the balloon was not subjected to positive pressure. There were no issues noted with the device's inner and markerbands. There were no issues noted with the shaft polymer extrusion profile. The hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the right coronary artery (rca). The physician selected a 3.50x32mm promus element ¿ drug eluting stent to treat the lesion, however the stent could not cross the lesion and the physician noted that the stent was bent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.